Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that patient faced the infusion set detachment event on (B)(6) 2023. The site of detachment was at quick release. The infusion set was in use for less than one day. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 2 of 5. Patient city: (B)(6). Patient country: argentina. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Based on the review completed on 25-feb-2026 and investigation completed on 17-mar-2026 this medical device report (MDR) is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. This investigation has been updated because the malfunction code changed from tubing connector detached from infusion set (cannula part/base piece) toleak between tubing and site connector - detachment / significant wetness, which requires additional activities not included in the original investigation dated 31-jul 2023. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 17/mar/2026 against "lot number" "5372615" and similar malfunction codes:leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing detached from tubing-tubing connector, tubing connector is cracked, split, deformed, leakage may occur leak between tubing and site connector - detachment / significant wetness. The review confirmed that lot 5372615 and the identified failure mode are not associated with any non-conformance report(ncr) or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 17/mar/2026 against "lot number" criteria equal "5372615" and similar malfunction codes:leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing detached from tubing-tubing connector, tubing connector is cracked, split, deformed, leakage may occur leak between tubing and site connector - detachment / significant wetness. The number of complaints is 1. The complaint numbers are complaint (B)(4). Device history record (DHR) review: the lot 5372615 was manufactured according to work instruction (wi) version 70 and manufactured in the m12 , on 10/dec/2021 with a total of (B)(4) units. The sub-assembly: assembly lot 5372887 was manufactured according to the wi version 23 and assembled in the quickset line, on 30-nov-2021, with a total of (B)(4) units. Lot 5373578 was manufactured according to the wi-4905245 version 23 and assembled in the quickset line, on 10-dec-2021, with a total of (B)(4) units. Lot 5373579 was manufactured according to the wi-4905245 version 23 and assembled in the quickset line, on 30-nov-2021, with a total of (B)(4) units. The sub-assembly: gluing of tube lot 5372875 was manufactured according to the wi version 37 and assembled in the quickset line 4,5,8, on 25-nov-2021, with a total of (B)(4) units. Lot 5372878 was manufactured according to the wi version 37 and assembled in the quickset line 5,8, on 30-nov-2021, with a total of (B)(4) units. Lot 5373566 was manufactured according to the wi-version 37 and assembled in the quickset line 5,8, on 07-dec-2021, with a total of (B)(4) units. Review of the DHR showed that during outgoing inspection, a deviation was identified related to the implementation of a 2d barcode in lot 5361644. The DHR confirmed that all relevant tests required for the associated processes were completed and met the specified requirements. No additional deviations were identified, and no maintenance events were recorded that could be associated with the complaint code conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.